Manufacturer narrative:
Evaluation summary: the failed accuracy test was confirmed. Inspection of the device found that the failed accuracy test was caused by a faulty pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-164.

Event description:
During service by baxter, the infusion pump failed the accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.